Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during a tavr procedure, 18f manta was deployed in rcfa, no pulses after deployment. Surgeon cutdown to find manta in correct place. With no pulses, the doctor decided to remove manta to investigate. Found that the 18f gore sheath had probably dissected some plaque above causing a large amount to float downstream and occlude leg. Once the doctor was able to remove the calcium, the patient had pulses. The patient was reported as fine post procedure.

Manufacturer narrative:
Qn# (B)(4). Correction to section d: UDI number updated. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400011 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. A 64-year-old female patient presented in the or for an evar procedure. A centrally positioned access was gained utilizing micropuncture with ultrasound for guidance. The right common femoral arteriotomy was 6.5mm, with mild medial calcification, medial wall calcification, and a measured deployment depth of 5.0cm. No issues were encountered in advancing or withdrawing the 18f gore dryseal procedural sheaths during the case. Before closure, heparin and protamin were administered, and the 18f manta was deployed to the measured depth. Hemostasis was immediate. Following closure, no pulse could be measured. The surgeon decided to intervene surgically. During the cut down, the manta device was seen in the correct position, and large calcium deposits had loosened, floated down, and occluded the leg. The manta was explanted, calcium deposits were extracted, and the patients' pulses returned. The patient's outcome post-procedure was fine. The cause of the occlusion is potentially user error. The manta instructions for use procedure preparations state: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during a tavr procedure, 18f manta was deployed in rcfa, no pulses after deployment. Surgeon cutdown to find manta in correct place. With no pulses, the doctor decided to remove manta to investigate. Found that the 18f gore sheath had probably dissected some plaque above causing a large amount to float downstream and occlude leg. Once the doctor was able to remove the calcium, the patient had pulses. The patient was reported as fine post procedure.